Event description:
It was reported that during a splenic artery embolization, an embolization coil implant detached during retraction into the catheter. The coil was removed in its entirety along with the microcatheter. There was no reported injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer; therefore, a product evaluation could not be performed and the alleged product issue could not be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched and damaged; however, the implant was returned still attached to the delivery system. The implant monofilament was found to have a tensile break at the middle section of the implant based on the profile of the tip, which is consistent with the device experiencing excessive forces exceeding the strength of the monofilament during repositioning. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.